Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that during a routine office visit the customer's doctor sent her to the hospital due to diabetic ketoacidosis. The blood glucose reading at the time of the event was not reported. It was also reported that the customer's diabetes educator tested the insulin pump and everything was fine, but the customer's doctor advised her to revert to manual injections. The customer's husband declined to have another pump sent out to her. Nothing further was reported.